Event description:
On 05/23/2006: customer requested to return skull clamp for evaluation and repair. No pt involvement was reported. This return was not documented as a complaint. On 06/06/2006: customer reported to intergra, that the device was involved in an "incident". On 06/29/2006: customer informed integra of the following details associated with the returned device. Pt was lying prone in the clamp. After surgery, the pt's forehead was found to have been against the frame of the clamp. As a result, the pt sustained a pressure-sore. The surgeon checked the clamp lock before and after surgery and stated that it was locked both times. Although a skull pin appeared to have moved slightly on the skull, the pt did not sustain a laceration.

Manufacturer narrative:
The returned mayfield a-1014 skull clamp is no longer available and could not be repaired due to lack of spare parts. The hosp was notified and traded in the returned device for the purchase of a new clamp. The returned a-1014 clamp was evaluated and found to be in fair condition. The 80# torque knob tested in specification, the ratched extension was worn in the elbow section, but still functional, the large starburst threads were stripped and needed helicoil replacement, and the swivel lock had some rotational movement when locked. When the clamp was properly positioned, adjusted and locked, the reported condition which may have caused the device to slip could not be duplicated.